Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #(B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The device was investigated by the distributor and the compressor motor was replaced and returned for investigation. Our investigation of the compressor motor did not show any errors, the motor function was according specification. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. Patient involvement is unknown. (B)(4).